Manufacturer narrative:
The device was received for evaluation. The device was found out of specification in relation to the customer reported 'does not recognize closed door' which was reproduced. A review of the event history log revealed 'shut door - power off' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification/ adjustment latch switch. The upper and lower latch switches requires adjustment to address this issue. The device malfunction would not lead to a death or serious injury if the malfunction were to recur as this would only result in a delay of therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not recognize a closed door. The event happened during setup/preparation at the med/surg department.. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.